Event description:
It was reported that the patient pushed the activator button and the light came on the activator but there was no symptom mark in the remote monitoring network. It was also noted that the patient has had difficulties marking episodes with the activator. No action was taken as the clinic learned about it several days after the symptoms occurred. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.